Event description:
Dealer stated that the rear caster wheel assembly on a (B)(4) stand up lift needs replaced due to wear. Dealer was advised by invacare that the part is now no longer available (nla). This device was being utilized by a facility.